Event description:
The patient received the scs system on (B)(6) 2009. It was reported the patient began to experience the same pain that the scs system had once alleviated. The charging system and patient programmer would no longer communicate with the ipg; therefore, the ipg could not be recharged and the patient is without stimulation. A replacement charging system did not resolve the issue. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.